Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with polydypsia and confusion associated with a loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred one time. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not using a cartridge from another box.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: the last basal delivery was on 04/20/2015 at 9:51pm. The reported date was overwritten due to continued use of the device. All loss of prime (cs162) warnings were associated with a cartridge change. The total daily dose added up and reflected the programmed basal rate. ¿ez-prime¿ steps were performed correctly and the pump was able to completely perform rewind/load/prime steps with no errors, alarms or warnings during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test. The product delivered within specifications. The pump¿s cover was removed and no intermittent condition was found internally. Unrelated to the original complaint, the pump case was damaged, chipped and missing a portion at the u groove at the back, but the plastic clip is able to fit securely.